Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material # 303393. Batch # 5065846. Verbatim: I was at (B)(6) today and this is what they showed me. C#983056, should bd# 303393, bd sticker says 303393 (10cc) on the box but in-side packaging says 303392 (5cc), but the product in-side the wrapper is the 10cc?? It is getting worse; they found more boxes with the same problem today. Please reach out to (B)(6).

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - label content incorrect. One sample of a 10 ml twinpak syringe (part number: 303393, batch 5065846) was received for evaluation. The sample was in a sealed package and contained a 10 ml syringe as expected. However, the package featured a 5 ml top web, which does not match the actual syringe size. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.